Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. No phone number provided. The customer contacted product support and recommend swapping digital board then cpu board to attempt to isolate failure. The customer replaced the mmi board to address the reported problem.

Event description:
The customer reported that the ventilator has a touch screen problem. It is unknown if the unit was in use on patient or if there's any patient harm reported. Event date not specified, estimate used.